Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) condition with their ins when trying to turn stimulation on. There was no emi exposure reported to be associated with this event. The patient was advised that they would need to see their healthcare provider (hcp) to have the message cleared. A second call the following day from an MRI technician requested to know if the device is off because of the por condition as the patient needed an MRI. The technician was advised that without a clinician programmer to check the device the current status cannot be determined. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the cause of the power on reset condition was that the battery had depleted. The patient indicated that they saw their healthcare provider (hcp) and would be having replacement surgery, but did not indicate if the surgery was scheduled at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that they were told from their healthcare professional (hcp) that it was premature due to being on a higher voltage setting. Their surgery was on 2018-(B)(6). No further complications were reported.